Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), product type: lead. Product ID 977a275, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that the patient had the device implanted two years ago. The patient experienced urinary retention and ¿anuresis¿. The patient has not been able to urinate since three weeks prior and though the physician searched for a cause, one could not be found. When the spinal cord stimulation (scs) stimulation was turned off the day prior to this report, the patient became able to urinate. Based on this information, the presence of a causal relationship with scs remains unknown. No x-ray was taken. There were no external factors that may have contributed to the event. It was unknown if the issue resolved. No surgical intervention occurred, nor was planned. The severity of the event was not severe. The indication for use included spinal column stenosis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reported the cause was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.